Manufacturer narrative:
H6: investigation summary: it was reported the product has a defect. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows one packaging blister with a needle assembly that has the plastic shield. The assembly has a double needle. The photo also shows the packaging blister top web. This defect can occur during the assembly process. During production, the plastic hub is placed under the cannulator, then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. After, a plastic shield is assembled. In this case, the misfeeding of the cannulator may have induced the double needle. A device history record review was completed for provided material number 305109, lot number 9269815. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. The cannulator was inspected. Settings and adjustments were correct and product flow was acceptable. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text : see h10.

Event description:
It was reported that needle 27x1/2 rb was defective. The following information was provided by the initial reporter: product complaint from end user - product defect.

Manufacturer narrative:
Initial reporter first name: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle 27x1/2 rb was defective. The following information was provided by the initial reporter: product complaint from end user: product defect.